Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). The device was not returned to physio-control for evaluation. The customer confirmed that their device does not need evaluation and that they resolved the reported issue with the use of another third-party chargepak. The cause of the reported issue could not be determined. Not returned

Event description:
The customer contacted physio control to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.